Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with an intramural hematoma with pericardial effusion concern for micro perforation in the proximal circumflex artery. A 2.8x19mm and a 3.5x19mm graftmaster rx covered stent systems failed to cross due to resistance with the anatomy. A 3.5x16mm graftmaster rx covered stent was successfully deployed at 18 atmospheres to seal the perforation. The use of the graftmaster covered stents did not cause or contribute to any complications or adverse events. No additional information was provided.